Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what is the surgeon¿s experience with device? The surgeon has extensive experience with powered echelon. Between 5-7 years. What anatomical structure was device on at time of issue? Distal rectum. Did the patient undergo any preoperative radiation or chemo therapy? Unsure. Has the surgeon ever had to use the powered reverse or manual override before? Reverse button has been used since that is the first thing performed before calling. When instructed for manual override to be used, this did not return the knife blade either. Surgeon nor staff in the room has had experience using manual override. When the manual override was used, how many activations were completed in attempt to return knife? 3. Could the knife blade indicator be seen? If so, what position was it? Unsure. Was the device difficult to close? Surgeon expressed that there was some resistance when closing the device during the first firing (which completed sequence). Second firing was the issue. Knife blade seemed to struggle with green reload. Surgeon admitted that a black load could have been a better option after I asked him. Did the device fully staple and cut? It did for the first firing. Not the second. Second firing locked the stapler out. Did the surgeon attempt to open device by squeezing closing handle while pressing release button? Yes. What device was used to complete procedure? Same psee60a but new device. What is the current patient status? Patient was doing fine and went home 2 days post-op.

Event description:
It was reported that during a laparoscopic sigmoid lower resection procedure, the stapler locked out on tissue. The reverse button was tried and this did not work. The manual override was tried and it also did not work. The surgeon cut around the device to free it from the patient. The procedure was converted to open and an open stapler was used to complete the procedure.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5ah2e. Investigation summary the psee45a device was returned with the end effector closed on tissue in the jaws and an unknown trocar on the shaft. The manual override door was off and the lever was up. There was damaged to the bulkhead area of the shrouds. This was a result of the knife bands breaking during the use of the manual override. The drive bar was driven to far proximally causing the damaged to the shrouds. In addition to the knife damage, there was damage to the anvil and the knife slot. The clamping firing lockout and opening mechanisms could not be evaluated due to the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.